Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: lymphoma - alcl ¿ suspected: unable to observe since it is not related to the device. Additional observations: brown particles were observed on the shell. Creases are observed. Deformation is observed.

Event description:
Patient reported "the breast was diagnosed with implant associated anaplastic large cell lymphoma" against a unknown side. Device has been explanted. Treatment noted as " 6 sessions of chemotherapy."

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 the event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant associated anaplastic large cell lymphoma".

Event description:
Patient reported "the breast was diagnosed with implant associated anaplastic large cell lymphoma" against a unknown side. Device has been explanted. Treatment noted as "6 sessions of chemotherapy."